Event description:
The reporter stated, the surgeon inserted a three piece aspheric collamer lens model number cq2015a an noticed the lens was torn. The lens was removed with no patient injury and without enlarging the incision. Another lens was implanted and sutures were not required to close the incision. The reporter stated, the cause of the lens tear was a technical loading error. This is one of two incidents that occurred to this same patient. See manufacturer report number 2023826-2007-01516 for the other incident.

Manufacturer narrative:
Visual inspection of the returned product found a portion of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation.